Event description:
It was reported that the customer has damage where the reservoir screws in. The last time the reservoir was changed out, a washer/ring came out. Customer's blood glucose level was 6.0 mmol/l. Customer stated that the threads are breaking away due to wear and tear. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.

Manufacturer narrative:
Findings: pump was received without the original battery cap. Unit had broken reservoir tube lip and cracked belt clip slot at battery tube threads area and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.